Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept with an unsigned note that stated, "whitescreen." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. Additionally, during testing, it was noted that the blades on the ac power cord were bent. The cause of the bent blades is use in the customer environment. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.